Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue implantable port attached to a catheter was returned for evaluation and one electronic photo and medical record were provided for review. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and leak issue and the identified wear and deformation issues. According to the medical record, approximately six months port deployment, fluoroscope examination demonstrated that there was a crack in the port in the area of the clavicle that leaked dye into the tissue. Also, from the returned sample evaluation, a partial compound break was noted approximately 10.9cm from the distal end of the cath-lock. The edges of the partial compound break were noted to be smooth and rounded in one region and granular in another. Furthermore, clinical conditions such as pain alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year seven months post port placement procedure, the port was allegedly cracked and leaked. It was further reported that patient experienced pain while flushing the port with saline. The current patient status is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2021.

Event description:
It was reported that post port placement procedure, the port was allegedly cracked and leaked. It was further reported that patient experienced pain while flushing the port with saline. The current patient status is unknown.